Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. Additionally, the shock lead impedance measured less than 30 ohms and it was noted the patient's heart rate is showing 35bpm however, on the programmer it was showing 70bpm. A request was made to have data from this device analyzed. Data analysis confirmed the battery is above elective replacement indicator (eri) and the device has at least 90 days until replacement. Shock measurements were noted to be measuring from 25 to 50 ohms. The patients' medical conditions occurring with the patients' chemical imbalances could be contributing to the variability. It was determined that the premature ventricular contraction (pvc) was contributing to the discrepancy in heart rate however, the device is sensing correctly. At this time, the device remains in service. No adverse patient effects were reported.